Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported she has been in the hospital for the last two days due to repeated occlusions over the last month about every two days. Caller stated the night before her hospitalization the pump showed an occlusion again and it took her a very long time to get it resolved. Caller reported she has noticed there is a white substance in the infusion set tubing when she takes it off after two days of use. Customer is using expired infusion sets. Requested return of the alleged device for evaluation.